Event description:
It was reported that the user experienced hyperglycemia after receiving and using long-acting insulin instead of fast-acting insulin in their ilet system, leading to elevated blood glucose readings until the error was identified and corrected per medical guidance. Symptoms included headache and blurred vision. Outcomes included no long-term health consequences or impact once glucose levels stabilized. Investigation included communication with the user, analysis of information provided by the user and third parties, and a review of report logs. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.